Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; full lead returned and analyzed.

Event description:
It was reported that following defibrillation threshold testing, the hvb and svc impedances increased, and it was determined that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.